Event description:
It was reported that guidewire fracture occurred requiring additional intervention. During a transcatheter arterial chemoembolization (tace) procedure involving the liver, a 180 cm x 25 cm fathom-16 guidewire was used for super-selection. The target vessel exhibited moderate tortuosity and no calcification. During use, the guidewire fractured within the blood vessel, separating into two pieces. The physician successfully retrieved the fractured segment using a catcher device. The procedure was completed with another of same device. The patient remained stable following the procedure, with no reported complications or injury.

Manufacturer narrative:
G4: premarket / 510(k): k111485, k170636. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
Correction to field h6: device codes from fracture to detachment of device or device component g4: premarket / 510(k): k111485, k170636. E1: initial reporter phone: (B)(4).

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. During a transcatheter arterial chemoembolization (tace) procedure involving the liver, a 180 cm x 25 cm fathom-16 guidewire was used for super-selection. The target vessel exhibited moderate tortuosity and no calcification. During use, the guidewire fractured within the blood vessel, separating into two pieces. The physician successfully retrieved the fractured segment using a catcher device. The procedure was completed with another of same device. The patient remained stable following the procedure, with no reported complications or injury.